Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during functional testing. The device inappropriately displayed a "change battery" message. Complainant indicated that there was no patient involvement in the reported malfunction.